Event description:
It was reported that there was a a syringe pump motor not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the right plunger case was cracked. During functional testing of a running 60ml syringe, the motor not running alarm was found. The root cause reported issue was found to be the normal wear. The motor was replaced and functional testing was performed, which passed.